Manufacturer narrative:
Submit date: 06/26/2017. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a routine basis and if a trend is observed, actions will be taken as necessary. This information will be utilized for tracking and trending purposes. The unit was returned and the reported issue could not be confirmed; not able to duplicate the reported issue of a burnt tip. Visual inspection found the tip of the thermometer to have a black tint. Known good batteries were installed; however, the unit would not power on. The unit was allowed to sit for several minutes and the tip did not heat up. The unit was disassembled and further visual inspection found that the black tint to the tip was only on the external part of the tip. The internal parts of the tip and the contacting plastics showed no signs of overheating. The beginnings of corrosion were found on the tip. The switch panel was inspected and contaminated traces were observed. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
Submit date: 2/27/17 an investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a tympanic thermometer. The customer reports the units tip is burnt.